Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 52-year-old male patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography and interventions (scai) stage d shock, on venous-arterial extracorporeal membrane oxygenation (va ECMO), and on multiple inotropes/vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the physician reported an insertion site infection. The patient continues on support. The impella functioned at p-8 at 4.7 l/min as intended for lv unloading with d5w sodium bicarbonate in the purge solution. Risk of infection often correlates with the duration of support, with other potential sources including peripherally inserted catheter lines, and multiple cannulation sites.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 updated with an updated clinical narrative. The investigation is still ongoing.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 52-year-old male patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography & interventions (scai) stage d shock, on venous-arterial extracorporeal membrane oxygenation (va ECMO), and on multiple inotropes/vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the physician suspected an infection due to pus drainage from the insertion site. Antibiotics were started and the plan was to exchange the pump; however, cultures came back negative so the physician decided not to exchange the pump. The patient continues on support. The impella functioned at p-8 at 4.7l/min as intended for lv unloading with d5w sodium bicarbonate in the purge solution. Risk of infection often correlates with the duration of support, with other potential sources including peripherally inserted catheter lines, and multiple cannulation sites.